Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms, which were resolved by set changes. Customer stated that she had been off of the insulin pump for three weeks prior to the call, but her last blood glucose level on the device was 422 mg/dl. Blood glucose level at the time of the call was 120 mg/dl. The customer did not have the insulin pump available at the time of the call. The insulin pump was not replaced or returned for analysis.